Event description:
Additional information was received from the patient: when asked whether they had notified their device managing physician about the left side swelling, walking with a limp, ins flipped and wires pulled the patient stated that yes, they called the doctor but they don't accept patient's insurance, which is county care, so the patient stated they were just out there in pain, some days were worse and they can't sleep due to 24 hours of pain. The cause of the ins flipping was not determined/confirmed. No further actions had been taken as the patient was looking for another doctor. When asked whether the limp, left side swelling, back swelling and pain had been resolved the patient stated, no, it was worse, they can't work well while in pain, and sometimes the patient had chest pain. The patient stated the lead had moved from the original location and no interventions had been taken. The patient's previous weight was 143 pounds and now they weigh 125 pounds. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va03ylp implanted: (B)(6) 2013 product type lead ubd: 17-oct-2016, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the device was on when the chest pain occurred. The symptom resolved. Ultrasound of bladder to check for placement by a new doctor. There was none treatment done for the limp, swelling and pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03ylp, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that since the ins and lead were replaced in 2013 the patient is having serious problems like their left side swelling, walking with a limp and the ins flipped and pulled the wires to the point where whole left side of back spine was totally swollen and in pain. No further complications were reported at this time.